Event description:
While ambulating with the rollator, the wheel came off and the end user fell and hit his head. He was admitted to the hospital for observation. No specific injury was reported to us.

Manufacturer narrative:
It was reported that one of the front wheels fell off the device during ambulation. The end user fell and hit his head. He had a history of disorientation, weakness and mobility issues and as a result, was admitted to the hospital for observation. He was discharged two days later. No specific injury or diagnosis was reported to us. The sample was returned and evaluated. It showed excessive wear. The brakes were found to be overtightened which causes stress on the device during use. The bolts of both front casters were stripped and one was bent. The stripping pattern indicates a gradual wear down pattern that took place over time. A stripped bolt would have caused the wheel to wobble. The owner's manual states the wheels should not wobble when in use. Specific details pertaining to the incident and overall use of the device was not available. It does not appear to have been maintained. The overtightened brakes and lack of maintenance are the most likely root cause for the reported incident.